Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008k2 hemodialysis (hd) machine had no power. The machine is non-responsive when the power button is pressed. The wall outlet has 120 volts but no voltage to the power switch. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up, the biomed stated the power cord and the rocker switch were replaced to resolve the reported issue. The power cord was returned to the manufacturer. Upon physical evaluation of the power cord by the manufacturer, evidence of thermal damage on the terminal plug of the black wire was identified.

Manufacturer narrative:
Plant investigation: the power cord was returned to the manufacturer for physical evaluation. During an exterior visual inspection of the returned power cord, visual indications of thermal damage were noted on the terminal plug of the black (hot) wire as the part appeared discolored. A continuity check on the hot, neutral, and ground wires of the power cord was performed and the results were satisfactory. The power supply cable assembly was installed into a test machine to test for the reported failure. The test machine powered on without failures. The power supply cable assembly was found to be functioning properly. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported power issue could not be confirmed but thermal damage was confirmed. .